Event description:
It was reported that (1) device was used during a video assisted thoracic surgery. It was reported by the affiliate that the tsb45 anvil would not sit in the normal position and dislodged due to loose fixation (no problems with stapling or cutting). Another instrument was used to complete the case. There was no consequence to the pt.